Event description:
During a surgical procedure, surgical drapes caught on fire. The procedure was a right and left great toenail partial excision with phenol nailed ablation. The procedure began with the right toe without incident. After left toenail removed and phenol applied, the surgeon needed a pencil electro-surgical cautery (esu) unit to stop an area of bleeding. Apparently, the phenol had not dried or evaporated. The esu ignited the phenol fumes, which ignited the surgical drape and sponge. The o.r staff immediately extingued the flames, but the pt suffered minor burns to the left thigh, left 2nd and 3rd toes.